Event description:
It has been reported to us that during the procedure, the occlusion balloon had ruptured. The physician inserted the occlusion balloon wire into the pt. The physician inflated and deflated the occlusion balloon to occlude the vessel successfully. After the procedure, the physician noted that there was blood that had back flowed into the occlusion balloon device indicating at some point the balloon ruptured. No injury to the pt.

Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device eval anticipated, but not yet begun.